Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the continuous ambulatory peritoneal dialysis (capd) was performed without proper procedure. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with reflin (1gram, route and frequency not reported) and fortum (1 gram, twice daily and route not reported) for peritonitis. The patient was retrained on proper aseptic technique and recovered from the peritonitis. No additional information is available.